Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported single leaflet deviec attachment/slda cannot be determined. The reported poor imaging resolution is the result of difficult imaging quality. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was challenging. The clip was implanted successfully. However, immediately after deployment the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.